Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed t-wave oversensing (twos) post sense on a stored episode. Additionally, the caller indicted a high number of sensing integrity counter (sic), but it was noted that the lead thresholds and impedance values are all normal. Reprogramming had been completed and the lead remains in use. No patient complications have been reported as a result of this event.